Event description:
During a thrombectomy procedure while using the penumbra system aspiration pump max 220 it was found that when turned on, smoke began to come out of it. It was immediately turned off and the procedure proceeded without it.

Manufacturer narrative:
There is no visible damage to the exterior of the pump, canister, or tubing. The complaint has been evaluated. The complaint described smoke coming from the pump when it was switched on during the case. Evaluation of the returned device did not reveal any physical or mechanical issue with the pump. The pump ran for 30 minutes without visible smoke or a smoke smell. The pump was functional. The cause of this compliant cannot be determined. The canister kit that was returned with the pump was not related to the complaint and was not damaged. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.